Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using the pre-close technique via a 6f sheath hole prior to an electrophysiology pulsed field ablation (ep pfa) procedure. Reportedly, with 3 prostyle devices, the sutures "didn't take" [cuff miss]. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f and the ep pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using the pre-close technique via a 6f sheath hole prior to an electrophysiology pulsed field ablation (ep pfa) procedure. Reportedly, with 3 prostyle devices, the sutures "didn't take" [cuff miss]. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f and the ep pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.